Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected data: health effect - impact code.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site following weight loss. As such, surgical intervention took place wherein the ipg was explanted and replaced with a smaller ipg. Reportedly, the new ipg was implanted in a new ipg pocket to address the issue.